Event description:
Boston scientific received information that this replacement programmer began smoking while turning it on. The programmer was turned off and will be returned. This programmer remains in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The c586 of the printed circuit board (pcb) shorted or burnt and was replaced.